Event description:
The product was used to close the trocar sites following an exploratory laparoscopy in 2004. The pt has "red spots" all over their body and that the sites "would not heal" and there was drainage. A second procedure was performed in 8/2004 to remove the vicryl sutures used internally. The caller states that the incision was closed "both internally and externally" with the adhesive. Pt states she continues to have rashes all over and "feels sick and weak all the time". The attending dr. A dermatologist, stated that the pt is possibly having an allergic reaction to the adhesive. The product is not intended for internal use and it is not clear from the operative report that the device was actually used this way. Dr. Another dr. Hagar might have additional information. Dr. Excised a 3mm lesion at the umbilicus. The lesion was granular in nature and showed no signs of any relationship to sutures. The pt was tested for sensitivtiy to the device and tested positive. Dr. Reports the ahdesive was not placed internally. She states the pt's report of internalized product is consistent with the application of the device within the depths of hte umbilicus. Though not below the level of the external skin. The pt continues to experience bollus lesions at remove sites from the operative site, of note are lesions on the shoulders. Dr. Opinion is the possibly of an autoimmune event, possibly triggered by sensitivity to the adhesive or other unknown factors. The pt's current condition is unknown.